Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic on (B)(6) 2020 with blood glucose level was unknown. Customer was admitted in intensive care unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as nausea, vomiting and abdominal pain. The customer was treated with insulin drip then release. Customer stated that they did not used the auto mode featured at the time of event. The insulin pump will not be returned for analysis.